Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt the device going off several times during the day. The patient also complained of feeling dizzy and subsequently went to the emergency room. Follow up was attempted for additional information but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.